Event description:
It was reported that the healthcare professional had indicated that the device was no longer working and the device was replaced. The patient was alive with no injury and no patient symptoms were reported. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Event description:
It was reported the patient¿s system was replaced due to being almost dead. Additionally, it was believed the patient had poor lead placement since they had to be set at 6.8 to 8.0 v. Two weeks after replacement, the patient was doing well and had greater than fifty percent improvement of their symptoms. The patient was trained and given four programs to try and help their fecal incontinence as well. The patient was happy with their therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v430990, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).